Event description:
It was reported that the patient left the ilet pump at home on the charger, and upon return the pump appeared unresponsive due to low battery; the patient transitioned to subcutaneous insulin via pen and did not reconnect the infusion set after disconnecting. Symptoms included hyperglycemia, with a reported glucose value of 400 mg/dl without accompanying symptoms. Outcomes included classification as a serious injury or illness, unexpected medical intervention requiring medication and a delay to therapy. Investigation included communication with the user and analysis of information provided by the user, along with troubleshooting and education on charging behavior and appropriate wait times when switching from multiple daily injections back to pump therapy. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with no cannula issue identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.